Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: reported date from 6/7/16 is overwritten, no evidence of short battery life is observed in the black box. Moisture corrosion is observed in the battery canister and on the battery cap. Leak test pass. The battery cap is able to fit securely. The pump powers up with a missing vertical pixel lines on the display, ¿ez-prime¿ steps were performed correctly, all currents reading are within specifications. Unable to duplicate reported ¿short battery life¿ complaint. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb, test display was mounted and it was fully functional and illuminated. Fail display flex failure was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.